Event description:
On 08/03/1999. The facility's radiology team leader informed the manufacturer's (MFR.) Sales rep of the following: catheter was not able to draw suction. When explanted, a guidewire was not able to draw suction. When exited the venous tip or "distal" tip. The catheter is scheduled to be returned to the MFR for analysis. Additionally, he informed the MFR's sales rep that he did not know the catalog/lot number of the device in quesiton. No further details were provided.